Event description:
Allegedly insert fractured upon insertion.

Manufacturer narrative:
Investigation is not complete. This is a product malfunction. Attempts are being made to have the product returned for eval. Trends will be evaluated. Event device code is addressed in package insert. This report will be amended, when the investigation is complete. This event occurred in another country.